Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. A portion of the device remains within the patient, no portion of the device was reported available. (B)(4).

Event description:
It was reported from france that during the treatment of a ruptured pericallosal aneurysm, the coil was positioned within the aneurysm. Upon the final positioning, a stretching sensation was observed resulting in the most proximal 2cm of coil within the parent artery. Due to the location of the coil and microcatheter, further repositioning could not be performed to obtain optimal deployment. The coil was detached at this location without immediate consequence. No intervention was performed to remove the coil. The patient was placed on aspirin for one month to prevent thromboembolic event. The patient condition was asymptomatic.